Event description:
A caller reported encountering cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, which provided them with complete pump reset information and guided them through the reset process. After completing the pump reset, the caller did not experience the cgm error code again and was able to successfully start their sensor session.